Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to complete incoming functional testing) has been confirmed. Upon investigation the monitor was unable to produce an ECG signal and failed a baseline test. The cause for the failure was isolated to a defective u612 inverting charge pump on the computer/analog pca. In addition, the monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. The root cause for the defective u612 component could not be positively identified. Root cause investigation of similar failures has determined that damage to the electrode belt cables can cause damage to the u612 inverting charge pump. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that it was unable to complete incoming functional testing.